Manufacturer narrative:
Concomitant medical products: c4tr01 ICD, implanted: (B)(6) 2013; 429688 lead, iimplanted (B)(6) 2013.

Event description:
It was further reported that the patient experienced shortness of breath. There was undersensing noted on the atrial channel and possible noise exhibited on atrial electrograms. In addition, there was intermittent ventricular undersensing observed. The ra and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.